Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that the device had a breakage suture issue. One empty opened overwrap packet, a labeled winding former and a needle-suture piece of product code 1698, lot mgh351 were returned for analysis. During the visual inspection of the opened sample (needle/suture piece), the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture cut that appears to be by the use of a surgical instrument could be observed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling. Ten unopened samples of product code 1698, lot mgh351 were returned for analysis. During the visual inspection of ten samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-85532 and 2210968-2019-85533. Analysis results have been included in reports for each.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. It is unknown if another like device was used to complete the procedure. There were no adverse patient consequences. No additional information was provided.